Event description:
It was reported by service report that the head end jack was drifting.

Manufacturer narrative:
This emdr is an duplicate complaint as the jack drift issue was previously investigated and reported in MDR 1831750-2013-90284 and (B)(4). Please see MDR 1831750-2013-90284 for additional details regarding this event.

Event description:
It was reported by service report that the head end jack was drifting.